Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Device is available for on site evaluation only.

Event description:
It was reported that patient underwent hip revision procedure in 2008. During the preparation of the acetabular screw holes, drill bit broke into 2 sections. Surgeon examined the remaining portion of the drill bit. Drill bit was then given to the director of surgical services.